Event description:
Implants were revised due to high metal ion levels.

Manufacturer narrative:
It was reported that revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 71341160 r3 48mm cocr liner mm60, 74122548 hemi head 48mm, 71331960 r3 3 hole ha, acet shell 60mm, 74222200 modular sleeve & 71309012 syn por plus ha so stem sz 12 + failure mode elevated test results. Similar complaints have been identified and this failure will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. Without the details of the devices, medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. Without supporting medical documentation, a thorough medical assessment cannot be performed. In the event that medical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.